Event description:
The customer reported that the sys would intermittently not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The camera connection was repaired during the svc call. The sys was found to be working as intended and put back into svc.